Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced repeated occlusion alerts and perceived that the ilet had stopped delivering insulin. The user discontinued use of the ilet and changed supplies multiple times but was later able to complete a dry run without issues. Attempts to obtain further details about the reported event were unsuccessful. No emergency medical services or hospitalization was reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.